Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user's freestyle libre 3 plus was not connected to the ilet after a sensor replacement because the user did not scan the new sensor, resulting in approximately two hours without cgm data and subsequent hyperglycemia with a reported peak of 384 mg/dl. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin dosing with no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention. Investigation included user interview, troubleshooting, and education regarding proper sensor replacement and pairing, as well as verification of post-event stability. Investigation of this case revealed user handling and connectivity issues between the cgm and the ilet, which were resolved by scanning the sensor and reestablishing connection, after which glucose levels stabilized. It was concluded that the event was related to cgm-sensor pairing not performed at replacement, leading to loss of cgm input to the ilet and transient hyperglycemia that resolved after reconnection and use guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.